Event description:
The facility reported an infusion pump with a malfunction of pump goes off as soon you pull out the plug from the wall. Batteries have been changed and the fuses and charged it for 16 hours. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
The baxter product analysis lab technician reported a colleague infusion pump which experienced failure 808:03. It was determined from the device event log that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported to baxter (B)(4) that an intermate lv 250 device leaked after the device's luer became detached from the tubing. Therefore, the sterile fluid pathway was breached. This condition occurred during an infusion of meropenem on a male patient. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)additional information: this issue is currently being investigated under CAPA # (B) (4).